Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) was being used for proximal anastomosis. Upon deployment of the cutting tool button to fire the blade into the aorta, the tool came apart in the surgeon's hand. They placed a finger over the seal and autonomy to anchor in place the seal, while pulling the delivery device back. The seal made contact with the patient's aorta and the white plunger was pressed when deploying the heartstring. The blade did advance however and an anastomosis was created with that tool and there was no further incident or adverse event to the patient.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for lots 25161800, 25162241, and 25162876, the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.